Event description:
Physician inserted a 7f long terumo sheath into the sfa lesion from the contra-lateral side using a quick cross catheter (not manufactured by angioscore) and a 0.014", 300cm abbott prowater wire placed distally below the knee. Angiography revealed a short diseased segment of the distal popliteal artery just above the take off of the anterior tibial artery. Physician inserted a 3.0 x 20mm angiosculpt device and inflated slowly to 8 atm for 1.5 mins. The angiosculpt device was removed and subsequent angiography revealed extravasation of contrast in the area treated. The physician proceeded to use a siverhawk atherectomy in a separate diseased segment at 6cm above the previously ballooned segment. Using good technique, this area also developed a dissection and was treated with additional atherectomy and appeared resolved. The area treated with the angiosculpt device continued to demonstrate contrast contained in the localized area next to the vessel. The physician placed a 2.5 x 14 endeavor des ptca stent across the region and had good results. The pt left the hospital with good final result and improved brisk flow all the way to the foot.

Manufacturer narrative:
Pt info is not available. Attempts to obtain pt info has not been successful. A dissection occurred during the use of the angiosculpt device which required the lesion to be stented. A dissection also occurred during the use of the silverhawk atherectomy device (not manufactured by angioscore) and was treated with additional atherectomy. The angiosculpt device was discarded by the hosp, thus unable to evaluate device. An MDR is being submitted because a dissection occurred during the procedure. The physician placed a stent due to the dissection; therefore, additional medical intervention was performed by the physician as a result of the angiosculpt device. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, arterial dissection is listed as a possible adverse effect of the procedure.